Manufacturer narrative:
The implant was returned in several pieces and evaluation did not provide a definitive conclusion. Review of the device history record revealed nothing relevant to this event. The cause of this event could not be determined from the info available.

Event description:
It was reported that as the surgeon placed the screw on the driver, the screw broke into pieces in the scrub tech's hand. A second screw also broke when placing it on the driver. The surgery was delayed over 30 minutes but no additional adverse consequences were reported with the pt. A different implant size was used to complete the case. No further pt info is available from the customer. This device is used for treatment.